Event description:
It was reported that the patient underwent a gynecological surgery on (B)(6) 2008 and mesh and desara were placed into the patient¿s body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to sui and pop. It was reported that following insertion the patient experienced pain.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.